Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings. H6: investigation findings - 114 is based upon the evaluation of user facility information; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information; 67 is based upon functional testing of the returned sample. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the polyfoil pouch, hemostasis sheath, arteriotomy locator, guidewire and the carrier tube assembly. The sample was subjected to visual analysis. The hemostasis sheath was mated to the arteriotomy locator and there was a slight bend on the mated pair. Both the components were mated properly, and the blood inlet holes are aligning. The locking mechanism on the carrier tube assembly was set to forward lock position. For functional testing, the guide wire was attempted to be inserted through the locator and it passed freely without obstruction. Dimensional analysis was performed on the returned device. The ID of the arteriotomy locator was found to be 0.037" which was within specification of 0.037'' +/-0.001. The od of the hemostasis sheath was found to be 0.115" which was within specification of 0.114" +/- 0.005". All measurements were within the manufacturer's specifications. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Risk level is within limits, however there is an increase in occurrence level, action item was opened to address the issue and a notification has been sent to the npd quality team.

Event description:
The user facility reported that the doctor found the resistance while advancing the introducer sheath for about few centimeters over the guide wire. She decided to stop and remove the introducer sheath. She completed the procedure with manual compression. The patient was stable. A 6fr procedural sheath was used. Additional information was received on 10nov2021. The procedure performed was a neuro-embolization. A pre-deployment angiogram was performed and no abnormalities. There was no noticeable damage to the device. The doctor had no difficulty in obtaining the procedural sheath access. The level of resistance felt with angio-seal sheath insertion through the guidewire was felt around the point of the arteriotomy.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.